Event description:
It was reported that a trained physician attempted anteriotomy closure using the starclose device after a diagnostic procedure. The finish arrows lined up, the vessel locator wings prematurely retracted, the device popped out of the artery, losing access to the site. Hemostasis was achieved with manual compression. There were no adverse patient events as a result of the incident.

Manufacturer narrative:
The device was returned deployed with the clip captured in the distal tip behind the distal retaining ring and the long tines were resting on the vessel locators. It is unknown if compacted tissue or/and the patience's anatomy was contributing factors. There was no evidence of carving present. There was no other damage or abnormalities detected that could give evidence to the cause of the reported event. Therefore, root cause for the clip capture is undetermined. A CAPA has been opened to address this failure mode. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.